Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 5 failed intermittently. A field service engineer tightened the latch harness and reseated the cable to resolve the issue. It was tested in diagnostics by the customer and all tests were passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed, and double click sound when opened. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.